Event description:
The intralase fs laser was used to create two channels for placement of intrastromal ring segments in the right (od) eye in 2009. Doctor reported the anterior chamber had been penetrated following the intrastromal channel. The patient was sutured, treated with antibiotics and a bandage contact lens (bcl) was placed on the od. Patient information was requested from the user facility, however no patient information has been provided. The association between the event and the device is unknown.

Manufacturer narrative:
A field service engineer (fse) inspected the laser. The laser system met specifications and performed as intended. A clinical development specialist (cds) has been in contact with the site since the report of this event obtaining patient status. Cds provided surgery support and requested additional information from the site but none has been provided. If additional information is received a supplemental medwatch report will submitted.